Manufacturer narrative:
As received, the device could not be interrogated. The battery was found to be below end of life. The device was tested on our automated testing equipment and no anomaly was found. Due to the low battery voltage, no data from the device's internal memory could be acquired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow-up. While lead was being reviewed, the device went into hardware reset mode due to low battery voltage. System was explanted and replaced.